Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple motor errors. Customer reports they are unable to describe the possible damage to the drive support cap. Customer's blood glucose value was 199 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No loose drive support cap noted during visual inspection.